Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the product is returned in original tray. The filter lies detached in the tray. The red lock mechanism is deactivated. It is noticed that the sheath is deformed in the tip. It is considered highly unlikely that the product is packed with this damage. Based on the information provided, it is not possible to determine a root cause for the reported burred sheath tip. Although package insert recommends right jugular approach left jugular approach was used with possible consequently more tortuosity. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Left jugular vein was punctured and a wire guide was advanced near the renal vein. Then, the physician attempted to advance the component sheath into the lesion. However, since it could not be advanced well, he checked the device and confirmed the burr at the tip of the sheath. An another igtcfs-65-jp-jug-tulip (lot#:e3101137) was used instead without problem and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.